Manufacturer narrative:
Information unknown/not provided. Date of event: unknown, not provided. Model number: complete model number is unknown, as the serial number was not provided. Catalog number: complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6) device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A historical review cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Attempts have been made to obtain missing information; however, to date, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that uveitis developed after implantation of intraocular lens (iol) in ten patients. The patients recovered by oral medical administration. The lenses remain implanted as of to date. No further information was provided. This report is five (5) out of ten (10). Separate reports will be submitted for the other patients.